Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2014 with the following findings: during testing, the pump could not be powered on. Moisture was visible behind the pump display lens. A leak test was performed and confirmed a display lens leak. The pump case was removed and moisture was observed throughout the pump interior. Keypad button responsiveness could not be adequately tested due to the power issue caused by moisture. No damage was found to the keypad cover. The keypad cover was removed, and no contamination or damage was found to any button contacts.